Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted. It was us reported to technical services on (B)(6) 2012 that this patient is in (B)(6) hospital due to burning in chest. The device was interrogated and has had over sensing of artifact on this lead causing atp and inappropriate shocks. Dr. (B)(6) referred pt back to dr. (B)(6) who turned tachy off. Not sure what will follow this, possibly lead extraction at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).